Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. This rv lead remains in service. No adverse patient effects were reported.